Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device had depleted five years within one year. Technical services (ts) confirmed via data analysis that the device was prematurely depleting and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device had depleted five years within one year. Technical services (ts) confirmed via data analysis that the device was prematurely depleting and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. The device will not be returned due to infection. The infection was not related to the device system. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device had depleted five years within one year. Technical services (ts) confirmed via data analysis that the device was prematurely depleting and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. The device will not be returned due to infection. The infection was not related to the device system. No additional adverse patient effects were reported.